Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7052289, model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient had an infection at the ipg and lead insertion site. Symptoms of pus and open wound was noted. It was mentioned that the patient's wound from the implant procedure did not heal. The patient was placed on antibiotics and was explanted. No device malfunction was suspected. The patient was reportedly doing well postoperatively.